Event description:
The report stated that an electrode fell off the right side of the device. The reporting site is not sure if it fell into the pt.

Manufacturer narrative:
The incident device has been received and is under evaluation. The disengaged electrode was also returned with the device. This shows nothing was left behind inside the pt cavity. When the device evaluation is completed, a follow-up report will be submitted.